Event description:
The patient reported that, the pump was unresponsive.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged trace in the power circuit.